Event description:
Device issue: material rupture. Time of device issue: during the procedure; adverse event: none. It was reported that two voyager balloon catheters were being used in the bypass proximal left anterior descending (lad) artery. The vessel was viewed with intravascular ultra sound (ivus) and two non-abbott balloon catheters were advanced, but they would not cross. A non-abbott cutting balloon was advanced and did not cross. A powersail was used to dilate proximal to the lesion site in the proximal lad and a non-abbott stent was deployed in the proximal lad. A voyager balloon catheter was used to pre-dilate the lesion just distal to the deployed stent and then was pulled back to post dilate the stent; however, the balloon ruptured. A second voyager was used and the same result occurred. The lesion was pre-dilated and then pulled back to post-dilated the stent, and the second voyager ruptured. The pressure of inflation for the voyager devices are unk. Reportedly, there were no pt effects. No additional event or pt info is available.

Manufacturer narrative:
(B)(4). The voyager 3.25x20(part# 1011755-20, lot# 9091061) is being filed under a separate medwatch MFR number. The device was received. Investigation is not complete.